Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® pst¿ gel & lithium heparin (lh) blood collection tubes had given falsely elevated troponin levels on multiple occasions. Found after use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd vacutainer® pst¿ gel & lithium heparin (lh) blood collection tubes had given falsely elevated troponin levels on multiple occasions. Found after use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for erroneous results with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.